Event description:
The complainant reported that the clinicians were performing a therapeutic radiofrequency ablation procedure on a patient (age and gender unknown). During the procedure, the clinician inserted the introducer into the aroka alpha 10 attachment (manufacturer unknown) to advance to the target lesion on the patient's liver, but severe resistance was felt. The procedure was completed with this device. The complainant reported that there was no adverse affect on the patient as a result of the reported problem. In 2008, it was determined that this complaint was a reportable event, as the returned device was found to exhibit damaged and peeled insulation.

Manufacturer narrative:
The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 11307846. The january 2008 rf probes product family trending chart was reviewed; no unfavorable trend was noted. Upon the receipt of the device for evaluation a visual/microscopic of the device was performed. Residue was present on the device to indicate use. During the device evaluation, the insulation was found to be damaged. The hubs of both the trocar and introducer also appeared to have been damaged. The visual evaluation found that the insulation on the introducer was peeled and wrinkled in multiple places and was in a straight line along the introducer cannula. The damaged insulation was found at approximately 8.5 to 10.8 centimeters from the distal end of the hub. The bare metal of the cannula was exposed from the peeled area in the insulation. The hub of the trocar was found to be melted in appearance and completely deformed. The introducer hub was white and frosty in color instead of clear as seen in mfg prior to shipping. The trocar could not be inserted into the hub of the introducer due to the inner diameter of the introducer hub being partially melted into the proximal end of the cannula. This customer's reported complaint condition has been confirmed. The most probable root cause for this problem has been determined to be the result of the introducer being placed in a non boston scientific device. Per the reported event description the non boston scientific device appears to be a metal needle guide. This resulted in the introducer insulation to be peeled and damaged. The cause of the hub damage was unable to be determined at this time. The directions for use (dfu) for this device cautions the user of the following: if a needle guide is used, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode.